Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site following possible weight gain. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned higher to address the issue. Therapy was restored post procedure.